Event description:
The pt reported that for the past 3 weeks, there is often insulin in the cartridge compartment of her insulin device. She dries the cartridge compartment with a tissue and inserts a new insulin cartridge. On (B) (6) 2010, her blood glucose increased to 21.0 mmol/l (378 mg/dl). She switched to her backup infusion device and bolused to lower her blood glucose. Her normal blood glucose level is 7.3 mmol/l (131 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.